Event description:
It was reported that this device recorded an atrial arrhythmia episode with rapid ventricular response. During a lead revision procedure, the right ventricular (rv) lead was attempted to be connected to the device, but noise was present. The cause of the noise was attributed to a lead to header connection issue. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and analysis will be performed, this report would be updated at that time.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) due to an atrial arrhythmia. During a lead revision procedure, the right ventricular (rv) lead was attempted to be connected to the device, but noise was present. The cause of the noise was attributed to a lead to header connection issue. This device was then explanted and replaced. No additional adverse patient effects were reported.